Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that a battery wire was exposed near a connector and an output connector wire was also exposed near a connector. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned as a loaner and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.